Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the printed circuit assembly cfg in order to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The cfg was analyzed and found to the issue observed is indicative of a bricked unit. Upon conducting a visual inspection, no physical defects or anomalies related to the reported event were identified. Subsequent bench testing confirmed that the unit is indeed bricked. When the unit was installed on a known good in-house system, the tower monitor failed to display fully, and the power button continuously flashed blue, aligning with the reported complaint. Based on these findings, the failure analysis team concluded that the root cause of the issue is a malfunctioning tegra module. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and stated that they can't get the system to come up. Customer stated that there is a "system connecting, please wait" message on the screen that never goes away. Customer also stated that they have attempted a hard power cycle on the system and reseated all blue fiber cables, but the issue continues. Tse had the customer power down the system at the tower. Customer performed this but the robot never powered down. Tse then had the customer power down the robot and disconnect the fiber cable. All carts powered off. Tse recommended to power the tower/console on first and then the robot in standalone. Customer was able to do this and stated that the arm leds are solid blue now. Customer had a spare fiber cable that they connect the robot to the tower and the "system connecting, please wait" message showed back up. Tse waited for a couple of minutes, but the message never went away. Tse inquired on the status of the led by the fiber cable. Customer stated that the led is not on at all (no color). Customer also stated that prior to calling in, they moved the scheduled procedure over to their xi system. The procedure was aborted to another dv system. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed there was no patient involvement.